Manufacturer narrative:
There is no evidence to suggest that this is a device related issue. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented for revision surgery for looseness in the knee. Surgeon implanted a thicker tibial insert. There was no infection or product failure.